Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 27-apr-2018 with the following findings: a review of the black box showed evidence of a power interruption. No power losses or battery alarms occurred during investigation. The battery compartment was cracked below the grip pad. A leak was found in the battery compartment with no moisture. The pump cover was removed to find no evidence of moisture damage to the battery compartment or internally.

Event description:
On (B)(6) 2018, it was alleged the pump had moisture in the battery compartment and the "battery had exploded". The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.